Manufacturer narrative:
Quality-safety evaluation of ptc received on 07-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe lower pelvic pain and abnormal, heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident device removal was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain/pain,") and genital haemorrhage ("abnormal heavy bleeding") in a 28-year-old female patient who had essure (batch no. 50694556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast tenderness, gravida I, parity 1, bipolar affective disorder, anxiety attack, depression, hernia, suicidal ideation, menarche and bipolar disorder in 2010. Smoking: no alcohol: no. Previously administered products included for an unreported indication: lithium and ampicillin. Past adverse reactions to the above products included angioedema with ampicillin; and pruritus with lithium. Concurrent conditions included penicillin allergy, anesthesia, weight loss, nausea, vomiting, appetite lost, constipation, hair loss, shortness of breath and weakness. Concomitant products included lorazepam since (B)(6) 2014, medroxyprogesterone (depo provera) since (B)(6) 2012 and risperidone since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 12 days after insertion of essure, the patient experienced migraine ("migraines/migraines / headaches,"). In 2013, the patient experienced back pain ("severe back pain") and dysgeusia ("metallic taste in her mouth"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe lower abdominal pain / abdominal cramping"). In 2014, the patient experienced weight fluctuation ("weight fluctuations") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysgeusia, alopecia, dysmenorrhoea, dyspareunia, migraine, fatigue, weight fluctuation and vitamin d deficiency outcome was unknown and the abdominal pain lower, back pain, vaginal haemorrhage, vaginal discharge, weight increased and weight decreased had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: 2 trailing coils on left and 6 on right after placement of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet, patient demographic information, relevant history, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number,concomitant product, new events abnormal bleeding (vaginal, menorrhagia), migraines / headaches and vaginal discharge were added. The event migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain/pain,") and genital haemorrhage ("abnormal heavy bleeding") in a 28-year-old female patient who had essure (batch no. 50694556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast tenderness, gravida I, parity 1, bipolar affective disorder, anxiety attack, depression, hernia, suicidal ideation, menarche and bipolar disorder in 2010. Smoking: no alcohol: no. Previously administered products included for an unreported indication: lithium and ampicillin. Past adverse reactions to the above products included angioedema with ampicillin; and pruritus with lithium. Concurrent conditions included penicillin allergy, anesthesia, weight loss, nausea, vomiting, appetite lost, constipation, hair loss, shortness of breath and weakness. Concomitant products included lorazepam since 1-nov-2014, medroxyprogesterone (depo provera) since september 2012 and risperidone since 1-nov-2014. On(B)(6)2013, the patient had essure inserted. On (B)(6)-2013, 1 month 12 days after insertion of essure, the patient experienced migraine ("migraines/migraines / headaches,"). In 2013, the patient experienced dysgeusia ("metallic taste in her mouth"). On (B)(6)2013, the patient experienced abdominal pain lower ("severe lower abdominal pain / abdominal cramping") and back pain ("severe back pain"). On (B)(6)2013, the patient experienced alopecia ("hair loss"). On (B)(6)2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and vaginal discharge ("vaginal discharge"). On (B)(6)2014, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced nausea ("nausea") and pelvic discomfort ("pelvic pressure"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, dysgeusia, alopecia, dysmenorrhoea, dyspareunia, migraine, fatigue, weight fluctuation, vitamin d deficiency, nausea and pelvic discomfort outcome was unknown and the abdominal pain lower, back pain, vaginal haemorrhage, vaginal discharge, weight increased and weight decreased had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic discomfort, pelvic pain, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: 2 trailing coils on left and 6 on right after placement of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received and the following information was provided: treatment drug added; nausea and pelvic pressure were added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain/pain,") and genital haemorrhage ("abnormal heavy bleeding") in a 28-year-old female patient who had essure (batch no. 50694556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast tenderness, gravida I, parity 1, bipolar affective disorder, anxiety attack, depression, hernia, suicidal ideation, menarche and bipolar disorder in 2010. Smoking: no alcohol: no. Previously administered products included for an unreported indication: lithium and ampicillin. Past adverse reactions to the above products included angioedema with ampicillin; and pruritus with lithium. Concurrent conditions included penicillin allergy, anesthesia, weight loss, nausea, vomiting, appetite lost, constipation, hair loss, shortness of breath and weakness. Concomitant products included lorazepam since 1-nov-2014, medroxyprogesterone (depo provera) since september 2012 and risperidone since 1-nov-2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 12 days after insertion of essure, the patient experienced migraine ("migraines/migraines / headaches,"). In 2013, the patient experienced dysgeusia ("metallic taste in her mouth"). On (B)(6) 2013, the patient experienced abdominal pain lower ("severe lower abdominal pain / abdominal cramping") and back pain ("severe back pain"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). In 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced nausea ("nausea") and pelvic discomfort ("pelvic pressure"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysgeusia, alopecia, dysmenorrhoea, dyspareunia, migraine, fatigue, weight fluctuation, vitamin d deficiency, nausea and pelvic discomfort outcome was unknown and the abdominal pain lower, back pain, vaginal haemorrhage, vaginal discharge, weight increased and weight decreased had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic discomfort, pelvic pain, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: 2 trailing coils on left and 6 on right after placement of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on 12-jun-2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer on 03-nov-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent birth control. In (B)(6) 2013, hsg was done and confirmed full occlusion of her fallopian tubes. In 2013, the consumer experienced severe back pain and metallic taste in her mouth. In (B)(6) 2013, the consumer experienced hair loss. In (B)(6) 2014, the consumer experienced severe lower pelvic pain, abnormal heavy bleeding, severe lower abdominal pain / abdominal cramping, severe abnormal menstruation pain, and pain during intercourse. In 2014, the consumer experienced migraines, fatigue, weight fluctuations, and vitamin d deficiency. On (B)(6) 2015, bilateral salpingectomy was performed. It took her six weeks to recover from this invasive surgery. Since the removal surgery, her symptoms have mostly resolved but some remained. Company causality comment:this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe lower pelvic pain and abnormal, heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.